Event description:
It was reported that the customer had high blood glucose levels of 468 mg/dl. The customer reported having issues with the low suspend feature of the insulin pump. The customer also reported that the sensor was giving an erroneous calculation of the glucose readings. Troubleshooting was done. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.